Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to amplitude out of range, high pacing threshold and capture was inconsistent after screwing in. Physician suspected that advanced atrial myocardial calcification had resulted in poor atrial tissue condition. Also, it was determined that forcibly placing an atrial lead posed a risk. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to amplitude out of range, high pacing threshold and capture was inconsistent after screwing in. Physician suspected that advanced atrial myocardial calcification had resulted in poor atrial tissue condition. Also, it was determined that forcibly placing an atrial lead posed a risk. A new lead was implanted. No adverse patient effects were reported.